Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had the device for 2 weeks and it was not working. Patient synced with implantable neurostimulator (ins) but stimulation was off. Patient increased stimulation and was able to feel it. Patient was very hard of hearing and had a hard time understanding device because of this representative was not able to clarify what the patient meant when they said "it wasn't working". Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.